Event description:
It was later reported that the patient was experiencing staphylococcus aureus. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that during routine clinical visit infection was seen. The physician proscribed the patient with antibiotics for the infection. Images of the generator site was provided. It was later reported that the patient was hospitalized to complete the intravenous antibiotic treatment. During the hospital visit, the generator site was cleaned and new sutures were put in. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent full vns explant due to infection. No other relevant information has been received to date.

Manufacturer narrative:
H6 type of investigation: follow up report 2 inadvertently coded b17 when it was not needed. Initial report stated, "product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device." Device return and product analysis of the explanted device is not required.